Event description:
Concern about look alike labels for dialysis acid solutions from outset medical. The 2k and 3k acid baths have the same white writing on otherwise identical red background labels. It would be easy to mix up the solutions during storage and create a possible error. I have sent an email the tablo outset with our concerns as well. Circumstances or events have capacity to cause error. (B)(4) is a federally certified patient safety organization and ad FDA medwatch partner (B)(4).